Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the site was nit able to see the screw projection option with the voyager 5.5/6.0 drivers in the spine software. The site proceeded by choosing a different tracker. The surgery was completed with navigation and there was no known impact on patient outcome.